Manufacturer narrative:
(B)(4). The customer was provided with a replacement device. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had all three icons (charge pak, attention and service wrench) present on its readiness display. The customer advised that the device did not provide any voice prompts when the device was powered on. The three icons being illuminated indicates that the device may not be able to provide sufficient defibrillation therapy, if necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio-control determined that the cause of the reported issue was that hybrid layer capacitor (hlc) batteries, designators bt1, bt2 and bt3, of the analog pcb would no longer hold a charge. The hlc batteries would no longer hold a charge because they were damaged after having previously depleted to zero (0). Excessive on time was observed and is likely due to an object being placed on top of the device.

Event description:
The customer contacted physio-control to report that their device had all three icons (charge pak, attention and service wrench) present on its readiness display. The customer advised that the device did not provide any voice prompts when the device was powered on. The three icons being illuminated indicates that the device may not be able to provide sufficient defibrillation therapy, if necessary. There was no patient use associated with the reported event.